Event description:
It was reported that the implantable neuro stimulator (ins) showed the elective replacement indicator, and then a couple of months later, showed end-of-service (eos). However, the pt still experienced bursts of stimulation every 5 seconds making the pt's sleeping "very difficult." It also was noted that the pt was experiencing pain. An explant and replacement of the ins due to eos was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).